Event description:
This is an initial report of a baxter study case reported to baxter on the (B)(6) 2012 by a hospital nurse. The patient was admitted to the hospital for peritonitis with abdominal pain and cloudy peritoneal dialysis (pd) bags. The hospital admission date was (B)(6) 2011 and the patient was discharged on (B)(6) 2011. The patient's symptoms improved with vancomycin and gentamicin ip. Patient has recovered. Follow-up information was received from the reporter on the (B)(6) 2012. The reporter confirmed that the patient received baxter pd fluids but did not know which ones. She agreed to find out and inform baxter. Further information was received from the reporter on the (B)(6) 2012. At the time of the event, the patient's treatment regime was: 10 liters of dianeal pd4 2.27% and 2 liters of extraneal via apd. Additional information received on (B)(4) 2012 from local pharmacovigilance. It is unknown whether the disposables or solutions contributed to this event of peritonitis.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.